Event description:
Pt had p.m. Placement of right arm impra graft, brachial chephalic loop. During routine overnight stay, pt experienced blisters, pain, and selling (no temperature) in operated extremity, returned to surgery, graft was dissected out. Wound was left open to drain. Graft was sent to pathology.